Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. The reporter advised ventec that there were no further details about the patient or the event available.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. The reporter advised ventec that there were no further details about the patient or the event available.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device powering off by itself unexpectedly could not be verified or duplicated. Ventec downloaded the device's electronic records for analysis and no discrepancies were observed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.